Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 57 mg/dl, 88 mg/dl. Customer treated with glucose tablets and glucagon for low blood glucose. Customer received calibrate now alert outside of the expected timing. Customer stated delivery was suspended. Customer performed self-test and it was passed. The device will not be returned for analysis.